Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
Unfortunately the femoral stem remained well fixed despite being a cemented porous stem and upon removal of the stem an inadvertent proximal femoral fracture was sustained. The fracture was fixed with four cables supplemented with femoral head cortical and morsalised allograft.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: a review of the provided medical notes by a clinical consultant noted what may be relevant, but not for this specific case of cup failure, is that during revision surgery with an intended cement-in-cement revision of the exeter, a periprosthetic fracture occurred during stem removal. This is a clear procedure-related cause. Device history review: the review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x-rays & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Unfortunately the femoral stem remained well fixed despite being a cemented porous stem and upon removal of the stem an inadvertent proximal femoral fracture was sustained. The fracture was fixed with four cables supplemented with femoral head cortical and moralised allograft.